Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system at 4 pounds prime/ compromised force sensor system alarm test due to moisture damage in the force sensor resistor.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 132 mg/dl at the time of incident. The customer stated that the insulin squirted out during manual prime and the piston continued to move forward after reservoir contact. The customer stated the priming was impossible. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.